Manufacturer narrative:
The device has been received by the manufacturer for further evaluation. However, the investigation has not yet begun.

Event description:
The event involved a bomba de infusión plum 360¿ compatible con ICU medical mednet¿ where it was reported that in the hospital's oncology clinical trials unit (phases ii/iii), one of the pumps that had recently been reviewed received a medication schedule (test drug), with the correct schedule. However, the medication took longer than it should have to be administered, so it was put on hold and the technical service was notified. The pharmacy service checked the preparation of the medication, and the volumes were correct; and the nurse reviewed the pump programming. The product status at the time of event was during infusion. The event occurred during patient use, there was delay in therapy, there was no one harmed or adverse event as a result of this event.

Manufacturer narrative:
The complaint one of the pumps that had recently been reviewed received a medication schedule (test drug), with the correct schedule. However, the medication took longer than it should have to be administered, so it was put on hold and the technical service was notified. The pharmacy service checked the preparation of the medication, and the volumes were correct; and the nurse reviewed the pump programming was evaluated as a level 1 investigation. The device was in good general condition. The a/c power cord was not returned with the device. The alarm logs were downloaded and saved to service request. Full log analysis attached to service request. Summary of log analysis: engineering concludes that the probable cause of infusion over delivery is due to a user error where at the time of completing the infusion, the vtbi was reprogrammed to additional 30 ml which got completed in the given duration. Engineering also find that the infusion was programmed by overriding the values which led to duration being auto calculated to 32 mins instead of given 30 mins. Apart from this the device was working as expected and did not over deliver. The device completed a pvt without issue. There was no fault found with the device.